Manufacturer narrative:
Article citation: ¿one-step prepectoral breast reconstruction with dermal matrix - covered implant compared to submuscular implantation: functional and cost evaluation.¿ leonardo cattelani, et. Al., clinical breast cancer, 2017, p. 1-9. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: "potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity."

Event description:
Through journal article ¿one-step prefectoral breast reconstruction with dermal matrix - covered implant compared to submuscular implantation: functional and cost evaluation¿, physician reported event of unknown side ¿implant loss¿ within 15 days after surgery due to ¿onset of skin flap necrosis¿ for patient implanted with a ¿natrelle textured cohesive-gel filled¿ breast implants. The device was explanted. Treatment for post-procedural pain included ¿paracetamol,¿ ¿ketoprofen, and ¿ unspecified ¿opioids¿.